Event description:
Administration set leaking while infusing intravenous cardiac inotrope. Diagnosis or reason for use: cardiomyopathy requiring infusion of IV inotrope. Is the product compounded: no. Is the product over-the-counter: no.